Event description:
It was reported while transporting a 450 lb patient down an exterior wooden staircase, the chair lost traction and slipped causing the medic crew to use additional force to avoid losing control of the chair. The patient was not injured; however, a medic did allege an injury described as a back sprain and required time off work. It was reported an attempt to remove a thin layer of snow from the stairs prior to transport was made and the temperature was approximately -3 deg celsius.

Manufacturer narrative:
An authorized field technician conducted a visual and functional evaluation of the stair chair and could not find anything wrong with the chair and the reported issue could not be duplicated. The reported weather and surface conditions are being attributed to the root cause of the reported incident.

Event description:
It was reported while transporting a 450 lb patient down an exterior wooden staircase, the chair lost traction and slipped causing the medic crew to use additional force to avoid losing control of the chair. The patient was not injured; however, a medic did allege an injury described as a back sprain and required time off work. It was reported an attempt to remove a thin layer of snow from the stairs prior to transport was made and the temperature was approximately -3 deg celsius.